Manufacturer narrative:
No product was returned . Device lot number did not reveal information in oracle for created or expiration.

Event description:
Information received a smiths medical portex tracheostomy balloon was punctured. No patient injury was reported.